Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU and fmea, there is no evidence that the device was out of specification. The most probable root cause is a malpositioned implant impinging on a nerve. Part numbers: ifuse implant p/n 7060-100, ifuse implant p/n 7035-100, ifuse implant p/n 7040-100.

Event description:
In (B)(6) 2014, the surgeon performed an si joint fusion on the patient placing three ifuse implants. The patient reported leg pain following the procedure. A CT scan revealed that an implant was impinging on the nerve root. Later that same day, the surgeon performed a revision surgery where he removed the impinging implant and replaced it with a shorter implant. The patient's pain complaints resolved following the surgery.